Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's spouse heard beeps. The patient was reportedly attempting to change batteries. It seemed to be taking longer than usual. The spouse went to assist the patient at which they found all alarms ringing. The patient was slumped over, had their eyes rolling back in of their head and unconscious/unresponsive. The driveline was found disconnected from the system controller and it was re-engaged. The patient regained consciousness and felt well thereafter. After arrival at hospital, the coordinator inspected the controller and found that the driveline connection on the controller was unlocked. The driveline was locked on the controller. The patient was known to have memory problems. Education was reinforced about never unlocking the driveline lock. Log files were sent for review. The event log contained clusters of persistent pulsatility index (pi) events as well as routine power source changes. The reported disconnect event data was no longer available for review as the controller memory had been overwritten with new incoming pi events. No unusual rotor faults, pump temperature, or any abnormal pump faults were seen in the log.